Event description:
The customer reported there was an "unwitnessed fall" in which the facility stated the individual "slid from her wheelchair".

Manufacturer narrative:
The customer reported there was an "unwitnessed fall" in which the facility stated the individual "slid from her wheelchair". The customer reported the incident lead to "left leg pain", a "contusion to her right forehead", "skin tears to the left knee", "scattered bruising", and "surgery recommended treatment for fracture". No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No additional information is available. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.